Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd® extension set with 0.2 micron filter was assembled on a catheter; noted blood flashback was observed. It was also noted that there was leakage at the connection between the extension tubing and the non-smiths medical connector; leading the two devices to be changed out. The patient had complaints of facial redness on the third morning with a visit to the hospital for an opacification of the catheter and verification. Verification of imaging was reported as "everything was in order." There were no reported adverse effects.

Manufacturer narrative:
Four (4) cadd cadd administration sets were received. These samples represented 3 different lot numbers. No used sample was received for this complaint. Leak testing was performed on all of the samples received using hydrostat vessel to look for unusual functions. No leaks were detected from the extension sets. No discrepancies were detected in the joins or connectors. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was successfully tested. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. See MFR: 3012307300-2018-02267; 3012307300-2018-02266.